Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device the user alleges that the device has a hot burning smell. There is no patient harm or serious injury associated with this notification. The device was returned to a third party service center for evaluation. During the evaluation of the device, the third party service center visually inspected the device and found blower with electrical damage. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The device passed all the necessary tests. The device was corrected. This complaint has been reviewed and it has been determined that based on information available at the time of this review, that the complaint is not reportable to any regulatory authorities. No report will be filed with any regulatory agencies at this time.

Manufacturer narrative:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device the user alleges that the device has a hot burning smell. There is no patient harm or serious injury associated with this notification. The device was returned to a third party service center for evaluation. During the evaluation of the device, the third party service center visually inspected the device and found blower with electrical damage. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The device passed all the necessary tests. The device was corrected. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to reoccur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.